Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked reservoir tube lip and fading serial number label. The test infusion set/reservoir remains in place in the reservoir compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call inquired about connecting meter to insulin pump for uploading carelink. Insulin pump label was faded. There was no harm requiring medical intervention. Insulin pump will be returned for analysis.